Event description:
It was reported that the patient with this artificial urinary sphincter (aus) became incontinent again. A surgical procedure was performed during which the existing aus was removed. No additional patient complications were reported.